Event description:
A surgeon reported that she mistakenly injected the product intrastromally during a cataract procedure causing corneal opacification. Additional info has been requested.

Manufacturer narrative:
No sample was returned. Therefore, no evaluation can be done (no complaint sample/no lot number available). Additional info was requested by phone on 09/09/2011, and email on 09/09/2011 and 09/29/2011. There has been no completed questionnaire received. (B)(4).